Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital.

Event description:
User reports that the ivent 201 was ventilating a patient and connected to ac power. The unit reportedly stopped ventilating without an alarm. The battery was noted to be completely discharged even though the device was connected to power. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.